Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that the staff are reporting that the venous chamber transducer is very weak and often the transducer gets wet with blood and has to be replaced. This is causing transmembrane pressure (tmp) alarms. There was no patient harm reported in the initial report. Multiple attempts were made to gather missing details, but no further data was provided. No sample products were returned for investigation.